Event description:
It was reported that the device would discharge around 300 joules or lower on a 360 joule discharge. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.